Manufacturer narrative:
Batch records, final product manufactured and qc records were reviewed for lot cov2020150. No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, the manufacturing process complied with the dmr. Retention samples were checked and no abnormality was found. The issue could not be reproduced. This complaint is not verified.

Event description:
Invalid result(s). Called in because after dispensing the 4 drops into the s well, no results displayed. She has taken many of the flowflex tests in the past and has never has this issue. She followed the directions exactly but no c line appeared at all. The test was purchased at walgreens.